Manufacturer narrative:
Updated block: b5.

Event description:
Per clinical review: on july 4, 2020, the perfusion team had an incident with the heart lung machine (hlm) sucker roller pump during a cardiopulmonary bypass (cpb) procedure. The roller pump was set up without an issue and the occlusion was set per protocol. During the latter part of the cpb procedure (after having to go back on bypass) the rheostat on the local interface did not adjust to the flow needed. The team was able to use the central control monitor (ccm) slider to adjust the flow needed for that sucker pump. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss.

Manufacturer narrative:
Updated block: h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) was unable to duplicate the reported issue. The display to pump board cable was attached to a lab use only roller pump and the pst was able to control all functionality of the pump. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the perfusionist, toward the end of the case, the controls on the pump head in the sucker position no longer allowed control of the pump. The pump had to be controlled through the main touch panel on the ccm. The screen on the pump head continued to display the revolutions per minute (rpm) and no error message was displayed. The patient was unaffected as control was maintained by the ccm, but the local control knob and the power button were no longer functional on the pump module. The field service representative (fsr) verified that the pump could not be controlled with the local control knob. After troubleshooting, he replaced the display to pump cable. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump could not be controlled by the local control knob. As mitigation, the pump was controlled through the touch screen on the central control monitor (ccm). The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.